Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for cannula separates from hub with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd preset¿ experienced needle and syringe separate/spin out during use. The following information was provided by the initial reporter: the "customer connects the eclipse with the holder beforehand in preparation for blood collection; however, the connection gets loose over a few hours for some products."